Event description:
It was reported that a balloon rupture occurred. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the device was slipped into a lesion that was calcified at about 300 degrees that did not seem to be that hard and ended up ruptured at 8 atmospheres when inflated 2 times for 30 seconds. The device was removed without any problem and the procedure was completed with another of the same device. No complications reported and the patient is in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the device was slipped into a lesion that was calcified at about 300 degrees that did not seem to be that hard and ended up ruptured at 8 atmospheres when inflated 2 times for 30 seconds. The device was removed without any problem and the procedure was completed with another of the same device. No complications reported and the patient is in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. For visual and tactile inspection, visual examination of the balloon identified no damages. No issues identified with the hypotube shaft and no kinks or damages noted on the shaft polymer extrusion. For the microscopic analysis, a detailed microscopic examination of the balloon material identified a pinhole leak, above the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. For functional testing, an attempt was then made to inflate the balloon to 12 atmospheres as per wolverine IFU using the inflation aid, however, a leak was noted coming from the pinhole tear at the proximal markerband.